Manufacturer narrative:
The cartridge is not an implantable device. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the surgeon pushes the injector towards the tip of platinum series 1 cartridge, while inserting the lens into the patient's eye, the tip of the cartridge breaks. Debris was reported as seen inside the patient's eye. The customer tried using different cartridge lots; however, this didn't resolved the issue. Through follow-up, the lens was being implanted into the left eye of the patient. An incision enlargement was performed during the procedure. The surgery was completed successfully. There were no patient problems nor any further intervention reported. No additional information provided. This report pertains to cartridge lot cd10066.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 1/18/2019. Device evaluation: eight (8) cartridges were received inside the same plastic bag without trays, and it is not possible to identify which lot number each cartridge belongs to. Visual inspection at microscope magnification was performed which the cartridges were evaluated one by one and all the cartridges presents lubricant material residues at the cartridge tips. Also, stress marks were observed on the cartridge tip which are typically caused and/or may well appear by the pass of the iol thru the cartridge. Other observations were as follow: cartridge crack and stress marks; cartridge crack, stress marks and tip deformed; only lubricant material residues were observed; cartridge crack, stress marks and tip deformed; tip deformed and stress marks; tip deformed and stress marks; cartridge crack, stress marks and tip deformed; cartridge crack, stress marks and tip deformed. The reported tip broken was verified in some of the cartridge units; however, the reported foreign mater was not identified neither the plastic bag nor the cartridges. Due to the condition in which the samples were received product quality deficiency could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The review identified no non-conformance reports (nc)/ discrepancies/ deviations for similar issues related to this production order number. The product was manufactured and released according to specifications. Historical data analysis: a search in complaint history revealed no additional complaint was received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.